Event description:
This report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-02699 for a description of the other event. It was reported to boston scientific corporation in 2008 that a resolution clip device was used during an esophgastroduodenoscopy procedure (egd) in a male patient (weight unknown) in 2008. According to the complainant, they were unable to advance the clip out of the sheath prior to deployment. The physician used another resolution clip device and the clip" deployed after considerable trouble with advancing"; however, the physician was able to achieve hemostasis and complete the procedure.

Manufacturer narrative:
A visual analysis of the returned device revealed that the clip assembly was fully deployed and was not returned. In addition, a kink was in the control wire at the handle, and the bushing was located outside the over sheath approximately one-quarter inch. Although the cause of the reported malfunction is undetermined, it is likely attributable to operational context. A review of the device history record for the pertinent lot was performed; no anomalies were noted.